Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient experienced a cardiac arrest. The root cause of the event was unknown. The device was reprogrammed to resolve the event. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.